Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: a review of the pump alarm history showed consecutive cs 052 alarms. The keypad was found to be intact; no damage was observed. All of the buttons had normal spring back. The pump powered on with a cs 052 alarm that could not be cleared. The keypad button response was not able to be tested due to the recurring alarm. The keypad was removed and no contamination or damage was found to the button contacts. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim, discolored display. During evaluation, the pump software was reloaded and the pump was able to power on and display the verify screen.